Manufacturer narrative:
(B)(4).further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.the events of mass, booger, canker sore, uncomfortable and suspected granuloma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.device labeling for the reported events of skin irritation, inflammation, pain and herpes:"undesirable effectsthe patient must be informed that there are potential side effects linked to this procedure, which can be either immediate or delayed. These include but are not limited to:1) inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection. These reactions can last for a week.3) indurations or nodules at the injection area.6) cases of necroses in the glabellar region, abscesses, granuloma, and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have been reported. It is therefore advisable to take these potential risks into account.7) patients must report inflammatory reactions which persist for more than one week or any other secondary effect which develops, to their doctor as soon as possible. The doctor should use an appropriate treatment."

Event description:
Healthcare professional reported treating a patient that was injected with juvederm voluma with lidocaine in the nose. Patient was reviewed 4 years later via palpation. Three weeks before the review, the patient had developed a "mass was touched on the nose and patient got booger and canker sore in the nose" that felt uncomfortable. Granuloma was suspected by the healthcare professional. No treatment was given and symptoms are ongoing.